Event description:
While servicing the device, an authorized bench technician discovered that the bezel was damaged. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 16-jun-2021. Upon evaluation of the device by an authorized bench technician, it was discovered that the bezel for the unit was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the bezel assembly. The bezel assembly was replaced and the device was deemed fit for use. Following the repair, the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While servicing the device, an authorized bench technician discovered that the bezel was damaged. There was no patient involvement.